Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms and increased threshold measurements. A surgical revision was performed and a setscrew issue was noted with the patient's device. The lead was reconnected and all lead measurements were normal. The lead remains in service. No additional adverse patient effects were reported.